Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was recharging, and when they put the recharger in the socket, recharging stopped and said that the battery was totally recharged. Stimulation stopped and recharging was no longer possible nor was making contact with the mystim programmer. A 0x200 power on reset (por) error code was seen. The por was successfully cleared. It was noted that reprogramming would be performed in the future. The product issue was resolved but the cause of the issue was not determined. There were no patient symptoms or complications associated with this event and the patient was alive with no injury at the time of the report. A telemetry printout indicated normal impedance values, and mdt data files confirmed the 0x200 por.